Event description:
According to the reporter during a lumbar fusion case, the threads in the head of the screw broke off during screw insertion. The surgeon backed out the screw and used another screw to complete the case with no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Add'l pro codes: mnh, mni, kwq, kwp. Without a lot number the device history records review could not be completed. The manufacturing evaluation reviewed the internal m6.5 x 0.75 6h thread (t1) and noted visible indents through minor diameter and approximately 66% of thread is missing. The broken portion of the threaded screw head was also returned with the screw. The investigation found that approx. 66% of thread (t1) is torn out (damaged). Therefore, due to the damage observed no final inspection is possible.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for this complaint (B)(4).